Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 3.471 mg/day and fentanyl 400 mcg/ml at 138.85 mcg/day via an implanted pump. It was reported the patient had an infection and had to have a full system removal on (B)(6) 2020. The hcp did not know if the infection was related to the device/therapy. The reason for the call was to review how to decouple the patient¿s ptm handset. Further information was not provided and no further complications were reported.